Event description:
A flexima apdl drainage catheter was placed for a renal cyst alcohol ablation. During removal, the catheter fractured and broke off in a region of the pt's kidney. An add'l surgical procedure was required to remove the fragment.